Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was unknown. The mother stated that 2 sensors from the same box had transmitters that did not blink. The customer stated that after she removed the sensors, she discovered that the electrode was missing.